Event description:
It was reported that the patient presented to the hospital with bacteremia. Right ventricular lead vegetation was confirmed by transesophageal echocardiography. The lead was explanted. The patient was in stable condition before, during, and after the procedure.